Event description:
Allegedly revised due pain and a pseudotumor.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The date is an estimate based on the information from the reporter. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00292, 00293.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.